Event description:
It was observed that during the device evaluation, the subject device exhibited horizontal stripes in the image. There was no patient involvement.

Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the horizontal stripes in the image was newly confirmed during an inspection of the product by the repair department. It is assumed that the disconnection of the cable due to deformation caused a communication failure, resulting in horizontal stripes on the image. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.